Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion. Technical services (ts) discussed that this ICD will not deplete to elective replacement indicator (eri) battery status within 90 days. Ts added that the consultant recommended replacement. This ICD remains in service and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the component codes field (f10) in section f, for use by uf/importer and component codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion. Technical services (ts) discussed that this ICD will not deplete to elective replacement indicator (eri) battery status within 90 days. Ts added that the consultant recommended replacement. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion. Technical services (ts) discussed that this ICD will not deplete to elective replacement indicator (eri) battery status within 90 days. Ts added that the consultant recommended replacement. This ICD remains in service and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the component codes field (f10) in section f, for use by uf/importer and component codes field (h6) in section h, device manufacturers only.